Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, peeled adhesive around the objective lens was observed. The regional repair center indicated that the most likely cause of the peeled adhesive was due to stress. There was no patient involvement.